Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off of three (3) devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2024. Investigation summary: bd received two samples and two photos for investigation. The customer photo displays an example device along with the device packaging, but it does not show the reported defect. Both returned samples underwent a functional test for proper activation, and they activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off of three (3) devices. No adverse impact was reported regarding the patient or user.